Event description:
It was reported that intermittent occlusions occurred. Reportedly, customer changed the pump supplies to address occlusion and resolve the issues. There was no reported adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting and resorted to multiple daily injections as an alternative when delivery issues occurred.